Event description:
It was reported that cadd solis vip pump alarms cassette not attached, during testing. No patient involvement reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm during the investigation. The downstream occlusion sensor was found to be defective and inoperable, which was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120.